Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertebral artery dissection in 2012, vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), cramp in lower abdomen, polymenorrhoea and perineal pain. Previously administered products included for prevent pregnancy: mirena from 2007 to (B)(6) 2009. Concurrent conditions included hypertension since 2007, endometrial ablation since 1998, ovarian cyst, irregular menstrual cycle, diarrhea, stomach cramps, blood stool, uti, low grade fever, urine containing pus, breast heaviness, breast tenderness, hyperkeratosis, diffuse cystic mastopathy, breast pain, menometrorrhagia, cervicitis, uterine cervical metaplasia, mucous retention cyst, uterine enlargement, pelvic adhesions and cervix inflammation. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2010 to (B)(6) 2010 for birth control, levonorgestrel (mirena) since 2007 to april 2016 for heavy periods and contraception, antibiotics for uti as well as acetylsalicylic acid (asa) since 2012, cetirizine hydrochloride (zytrec) since 2006, gabapentin since 2018, guanfacine, guanfacine hydrochloride (tenex) since 2007, ibuprofen, metronidazole (flagyl), tramadol and warfarin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pruritus ("rashes or skin conditions - type : itching on breasts"). The patient was treated with surgery (ablation on (B)(6) 2010 and robotic assisted total laparoscopic hysterectomy bilateral salpingectomy cystoscopylysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, pruritus and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: patient needs additional surgery. Discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2010, also for essure explant date (B)(6) 2016 and (B)(6) 2016. Insertion details - uterus seen with iud in proper place. Device placed on left without difficulty with 3 trailing coils, device placed on the right with 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on 08-nov-2011: hsg shows tubes blocked. Ultrasound pelvis - on (B)(6) 2015: total bilateral occlusion. Uterus seen with iud in proper place. Both ovaries seen with a few small follicular cysts.no free fluid seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, breast itching most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet and medical records were received : events " abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), itching on breasts and dysmenorrhea (cramping)", medical history, concurrent condition, concomitant medication and laboratory data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.